Manufacturer narrative:
This report is being supplemented to provide a correction to the brand name, type of device, and manufacturer provided by the legal manufacturer.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.

Manufacturer narrative:
The oympus field service engineer (fse) evaluated the device onsite and the customers allegation was not confirmed, the device evaluation found that the transponder was loose. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope suction valve was broken in the channel. Onsite inspection and testing of the device found a loose transponder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.